Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Multiple brief sensor issue events were recorded, along with appropriate low glucose alarms. The ilet paused and resumed insulin delivery in response to continuous glucose monitor (cgm) glucose levels as expected. No motor errors were found. Alarms were not consistently acknowledged by the user. The ilet responded appropriately to cgm input, and no device malfunction was identified. Based on available information, the event appears related to intermittent cgm sensor issues rather than a device malfunction. Review of system logs and graphical data indicated that multiple meal announcements were made during periods of declining glucose, which may have contributed to subsequent hypoglycemia. This pattern suggests the user may have used meal announcements to correct elevated glucose rather than to reflect food intake. The cause of the reported event could not be conclusively determined.

Event description:
On 05-jun-2025, the user reported that on (B)(6) 2025, they experienced a rapid drop in blood glucose from 119 mg/dl to 53 mg/dl, which prompted a call to emergency medical services (ems). The user was given glucagon gel by ems and recovered without hospitalization. The user reported symptoms of near loss of consciousness but could not recall all details. The user remained on ilet therapy following the event.